Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred and the clip was malformed when the device was used for the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? ---1st firing. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---yes. Were any unexpected noises heard? ---no. Was the device fired after this incident in or out of the patient? ---yes, the device fired out of the patient. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.